Event description:
The customer reported the invasive pressure alarm was disabled without user action. It is unknown if the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6).

Manufacturer narrative:
A remote service engineer (fse) talked to the customer and checked the audit alarm record for the time in questions and could confirm that the pressure alarms were deactivated on the mx750 monitor at 11:41 by the staff. No equipment malfunction was found in the analysis of these logs. Based on the information available and the testing conducted, the cause of the reported problem was due to user interaction. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.